Event description:
It was reported that during a laparoscopic cholecystectomy, the device was not forming clips properly (scissored) when on the cystic duct. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/27/2010. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.